Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump won't turn on. The customer attempted to resolve the issue by charging the pump; however, the pump would not turn back on despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.